Event description:
It was reported, that after an a-fib procedure, the patient had a 3rd degree burn possibly as a result of the equipment. The reporter provided additional information regarding the event and it was stated that after 75 minutes of ablation time, with 35-40 watts programmed on stockert, the a-fib /a-flutter case was completed successfully. Once the indifferent electrode was removed from the patient¿s body, a severe skin burn was noticed. A valley lab split electrode e7507 was in use on the patient's left flank, good skin contact and prep was performed prior to ablation. Stockert was ablating in temperature control mode, with thermocool catheter selected, cool flow pump, a st. Jude medical saffire blue duo irrigated catheter was in use with a red/green cable. The patient was stable and was admitted to the ICU (intensive care unit) post-procedure for wound care consultation. Customer stated that this was the typical set up and use of their stockert and coolflow pump. The customer requested the stockert to be evaluated.

Manufacturer narrative:
Investigation is still in process. A 3500a supplemental report will be submitted to the FDA once that the repair record investigation is completed. Concomitant product: cool flow pump us catalog #: cfp002, serial #: (B)(4).

Manufacturer narrative:
(B)(4). It was reported, that after an a-fib procedure, the patient had a 3rd degree burn possibly as a result of the equipment. The reporter provided additional information regarding the event and it was stated that after 75 minutes of ablation time, with 35-40 watts programmed on stockert, the a-fib /a-flutter case was completed successfully. Once the indifferent electrode was removed from the patient¿s body, a severe skin burn was noticed. The customer requested the stockert to be evaluated. The stockert was sent in for evaluation in order to recreate the reported condition however, the unit was found functional and ready for use during the service. Function test and preventive maintenance were performed to the unit. Nis board upgrade was performed to the stockert. All units that come for service and requires the upgrade to the board, it is performed. The upgrade is to enhance the functionality of the board and it is being performed even if the unit does not present any malfunction as seen on this particular event. The device history record for stockert generator serial number (B)(4) shows that no manufacturing or test fails were noted during the manufacturing cycle related to functionality of the device. The device met all requirements prior to distribution.